Event description:
No blood glucose levels reported. The father customer reported that the insulin pump had a crack on the battery compartment. It was also reported that there was a missing piece from the battery compartment that made it difficult to keep the battery cap in place on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.